Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 50 mg/dl last night after changing her set. Troubleshooting was declined for the hypoglycemic event. In the morning her insulin pump alarmed with no delivery, and her blood glucose ascended to 422 mg/dl. The customer treated with a manual insulin injection. The customer declined further troubleshooting and stated that she will change her set and resume insulin pump therapy. No products were returned or replaced.